Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event.

Event description:
It was reported "the following was obtained during clinical assessment. Redness or swelling was identified at or around the central line insertion site." No other information was provided.